Manufacturer narrative:
Engineering evaluates that, contrary to customer¿s assertion that ¿were no errors in programming the infusion¿, the clinicial did change the final infusion, in mid-delivery, from a ¿rate of 250 ml/hr over 2 hrs¿ to a ¿vtbi of 250 ml over 2 hrs (calculated rate 125 ml/hr)¿. Engineering further evaluates that the combined infusion completed about 97 min because (a) the 1st part was run at twice the intended rate (250 ml/hr instead of 125 ml/hr), and (b) a portion of the bag volume may have been used in priming the plum set. Because, as noted above, the actual delivery volume calculates (based on the rate and duration for each segment) to within 3.9% or better by volume which is within the pump¿s designed tolerance of +/- 5.0%, engineering evaluates that the pump performed correctly as programmed per design. The alleged complaint is not confirmed. The device all pvt testing including delivery accuracy testing.the complaint is not confirmed.

Event description:
The event involved a plum 360¿ infusion pump where it was reported that the flow rate achieved does not correspond to the requested flow rate. The event occurred during infusion, the infusion started at around 10 a.m. On june 12 with the duration of 2h having the following parameters programmed: 250ml in 2h, the issue was observed at the end of the infusion, the patient reported that the product is passing to fast, instead of 2h the product was administered in 1h and 30 minutes. The customer stated that 0ml of liquid/product remained in the container, nobody was harmed, no adverse events, no delay in therapy and additional medical intervention was not required. The customer stated that there were no errors in programming the infusion, no physical impact of force on the pump, no physical damages on the pump, the history / event log were not reviewed by the customer , a filter was not used and the customer stated they do not have information regarding the tubing set lot/list numbers.